Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "thrombectomy" event description: on (B)(6) 2018: during a preparation for procedure [procedure: thrombectomy]. The python catheter a4e03 was opened. During pre-use check: when a medical staff tried to inflate the balloon in the patient's vessel, the staff found leak around inflation tube. The medical staff realized that the inflation tube was broken. The medical staff elected to use another python catheter a4e06 for the surgery. During pre-use check: when the medical staff tried to inflate the balloon, the balloon was ruptured. The medical staff elected to use another device and the procedure was completed with no problem. This event didn't affect the patient." Comments from (B)(6): complaint sample was returned from the hospital. The sample will be returned to applied medical. Investigation report for this case is required. Type of intervention: "the medical staff elected to use another device and the procedure was completed with no problem." Patient status: "this event didn't affect the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to confirm the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.